Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the programmer powers up with a system error. Analysis also found the keyboard latch is broken.

Event description:
It was reported that the programmer displayed an error message at power up. Cycling power did not clear the error. It was also reported there was a serious programmer error. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.